Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device shut down during ventilation while a patient was connected. No patient injury was reported. The device has no UDI as an UDI was not required at the time the device was manufactured.

Event description:
It was reported that the device shut down during ventilation while a patient was connected. No patient injury was reported. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
The investigation was based on the reported event and log analysis of the affected v500 device. Additionally, dräger service examined the device onsite and the replaced cockpit was examined at repair shop in lübeck. According on the investigation a cockpit failure of the affected device could be confirmed. Root cause was a faulty lp main of the cockpit c500. The device reacted as specified to the detected problem with the cockpit c500 and informed the user with audible and visual alarms. Due to the faulty component, we can expect a complete loss of the cockpit in this case. The ventilation was not affected by this failure. If the operation of the cockpit fails completely, the auxiliary auditory alarm of the ventilation unit will sound after 45 seconds without communication between the ventilation unit and the cockpit. This alarm is energized independently from the power supply and will last for at least 2 minutes. Safety relevant parameters as fio2, minute volume, or airway pressure are displayed in the supplemental yellow/green oled-display wherein the user can see the on-going ventilation. Since the monitoring functions are limited and the user interface is inoperable, the ventilation shall be continued with an independent device. The field failure rate is tracked and be within accepted range assessed by workstation critical care project group. The results of the investigation did not reveal any new risks which are not covered by the product risk management file.